Event description:
It was reported that the patient expired, cardiac arrythmia is suspected. There is no known allegation from a health professional that the death was related to the device. The cause of death was unknown. No further information is available. The device is included in the fsca advisory for premature battery depletion.